Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the guidewire was stuck inside the catheter. The target lesion was located below the knee. An amplatz 0.35 guidewire and angiojet zelantedvt clothunter were selected for use in a thrombectomy and venoplasty procedure. During the procedure, when approaching left tibial vein, it was found that the guidewire was kinked and then became entrapped in the angiojet catheter. The guidewire and catheter were removed together and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that the guidewire was stuck inside the catheter. The target lesion was located below the knee. An amplatz 0.35 guidewire and angiojet zelantedvt clothunter were selected for use in a thrombectomy and venoplasty procedure. During the procedure, when approaching left tibial vein, it was found that the guidewire was kinked and then became entrapped in the angiojet catheter. The guidewire and catheter were removed together and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.